Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The analyst noted that a critical ram parity error occurred in address 1c 4e on (B)(6) 2013. Por severity is low so the device should be able to fully recover after reset. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.